Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported diffuse lamellar keratitis (dlk) issues. Upon follow up, dlk has increased since last fall so they were trying to rule out laser issues. They have added a preservative free steroid to see if that helps.